Event description:
It was reported that bmw universal guide wire was advanced to the lesion in the distal rca and a stent was used for primary stenting. After stent deployment the stent delivery system (sds) was removed from the patient; however, the guide wire was stuck inside the vessel, which was possibly due to vessel spasm. The guide wire was finally removed; however, a perforation was noted in the stented section and the patient needed surgery. Medical opinion is that the performation was caused by the guide wire.